Manufacturer narrative:
H3 other text: the customer indicated that the device would be serviced by a third party. No further information has been provided.

Event description:
It was reported to philips that the device had a self check failure. There was no patient involvement. Following the initial call, it was noted that the customer contacted third party to repair/ replace the equipment, however additional information was not provided and there has been no further documented action by the customer. It is unknown if the device was evaluated or repaired as no further information was made available. Philips is unable to rule out that a malfunction did not occur. As additional information is unavailable, a definitive cause for the alleged failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No additional investigation is required at this time.

Event description:
It was reported to philips that the device had a self check failure. There was no patient involvement.